Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.